Event description:
It was reported that pump displayed malfunction code 12 with associated fault ID and continued to show same malfunction even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with support from technical support, ensured mobile app log upload, and then prepared to use multiple daily injections as backup therapy, while technical support arranged replacement pump, confirmed shipping details, instructed customer to place pump in storage mode, reprogram settings, reconnect continuous glucose monitor on replacement device, and return malfunctioning pump using pre-paid label within required timeframe.